Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had no image when connected to the processer. The issue occurred during inspection of the device for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d6a, d6b, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation and previous investigations, it likely suggests probable causes of the alleged failure of no image is due to a recovered charged couple device unit. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.